Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that "[the user] had two 15mm ez-io needles function inappropriately on scene of a call. The patient was a 2yo in cardiac arrest prior to the arrival of ems, and was not able to be revived after resuscitative efforts. The paramedic on scene reported to him that the initial attempt for intraosseous access resulted in the inability to unscrew the stylet from the hub. In a second attempt, a different 15mm ez-io needle was removed from packaging with the paramedic stating that, prior to attempt, he tested the ability of the stylet to screw and unscrew from the hub. The paramedic then stated that the once the needle was placed into the patient, the stylet on that needle would not unscrew from the hub, by hand or with pliers. An amr unit then arrived on scene and was able to successfully place an ez-io needle from their supply. He assured me that the paramedic on scene was very experienced in ez-io, and would not have bent the needle or removed the stylet prior to attempt". Additional information received from the customer states that the patient had been sick for 2 days with fever and a cough. Upon ems's arrival on scene, the patient was in asystole with no pulse, the father was performing CPR. The customer states that "no, the io failure did not contribute to the death". Please see associated MDR #3011137372-2023-00243.

Manufacturer narrative:
(B)(4), the complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed using two potential lot numbers found through sale's history, and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device states, "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by the customer that "[the user] had two 15mm ez-io needles function inappropriately on scene of a call. The patient was a 2 yo in cardiac arrest prior to the arrival of ems, and was not able to be revived after resuscitative efforts. The paramedic on scene reported to him that the initial attempt for intraosseous access resulted in the inability to unscrew the stylet from the hub. In a second attempt, a different 15mm ez-io needle was removed from packaging with the paramedic stating that, prior to attempt, he tested the ability of the stylet to screw and unscrew from the hub. The paramedic then stated that the once the needle was placed into the patient, the stylet on that needle would not unscrew from the hub, by hand or with pliers. An amr unit then arrived on scene and was able to successfully place an ez-io needle from their supply. He assured me that the paramedic on scene was very experienced in ez-io, and would not have bent the needle or removed the stylet prior to attempt". Additional information received from the customer states that the patient had been sick for 2 days with fever and a cough. Upon ems's arrival on scene, the patient was in asystole with no pulse, the father was performing CPR. The customer states that "no, the io failure did not contribute to the death". Please see associated MDR #3011137372-2023-00243